Event description:
Customer's daughter reported that on an unspecified date, approximately three weeks prior to calling on (B)(6) 2015, customer received an unspecified "high reading" from his adc blood glucose meter and self-administered an unspecified amount of insulin in response to the reading. Caller further reported that after he injected the insulin his "sugar level came really low" and then he lost consciousness. Paramedics were called and upon arrival reportedly treated the customer with "d550 glucagon through IV". It was further reported the "doctor stated meter is giving high readings when customer's sugar is really low". Caller reported a physician noted the unspecified reading was higher than an unspecified reading obtained at the hospital. It is unknown what, if any, additional treatment may have been rendered at the hospital because attempts to gather this information have been unsuccessful. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once additional information is obtained. The date of event is unknown. (B)(4). The serial number of the meter is unknown; therefore the date of manufacture cannot be determined. All pertinent information available to abbott diabetes care has been submitted.